Event description:
It was reported that during a coronary artery stenting procedure, the stent migrated. The procedure being performed was a "right coronary angioplasty." Two stents were placed without problem. The 3.50x24 taxus liberte stent migrated during placement. The physician then had to "place another stent in the left radial artery because the previous stent could not be retrieved through the introducer." It is unk if the migrated stent was retrieved from the pts body. No further info is available. There were no other complications for the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.